Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1950 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reen1950) have been reported from the same facility.

Event description:
It was reported "we are having some major issues with leaking midlines. They are only lasting about a week and either being removed or replaced with a second line. Sometimes the replacement line is a PICC for a two week regimen." "The lines are leaking from the insertion site." Additional info rec'd: 09/10/2020: what type of catheter securement was utilized? "Stat lock included in midline kit." "No pt. Harm reported."